Event description:
A customer reported a minimum fill notification when attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area, after which the customer successfully reloaded the same cartridge and resumed insulin delivery.